Event description:
A customer reported encountering a cartridge alarm 30 during the load process with their pump. Their blood glucose level did not exceed 500 mg/dl, with a value reported at 200 mg/dl, indicating no adverse impact. Reportedly, customer reverted to manual injections for insulin therapy.